Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages without a prior gel release and a damaged cable) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages without a prior gel release and that a cable was damaged.